Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing on a laparoscopic procedure, a strong noise was heard on the handle and the trigger was broken. As a result, the device did not fire. They used another device to complete the case. There was no patient injury.